Event description:
Procedure: plastic surgery. As recorded in the literature reviewed, the following ftrs are linked by alleged complication: (us201503-1252 & -1451 through -1456) additional cases related to the same literature with different complications can be found using a search for the alternate tracking number doi 10.1093/asj/sju012. According to the author: a retrospective review of outcomes in various plastic surgery procedures was done to determine whether the complication rates differed after wound approximation when various brands of barbed vs non-barbed traditional sutures were used. In the v-loc subset, 7 (3.1%) of 228 patients had necrosis at the wound site. Cortez, r. Et al. Barbed sutures and wound complications in plastic surgery: an analysis of outcomes. Aesthetic surgery journal. 2015. Vol. 35(2)178-188. Doi: 10.1093/asj/sju012. This report is for one of seven incidents. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4). Literature: cortez, r. Et al. Barbed sutures and wound complications in plastic surgery: an analysis of outcomes. Aesthetic surgery journal. 2015. Vol. 35(2)178-188. Doi: 10.1093/asj/sju012.